Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely complaining of dizziness. Review of the transmission revealed that the right ventricular lead was oversensing external noise, leading to pacing inhibition. The patient then presented to clinic on 08 apr 2021 where noise was not able to be reproduced. Programming changes were made to address the issue, and the patient was in stable condition.